Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a case, the bio-composite swivelocks, ar-2325bcc, broke upon insertion even though the surgeon was using the correct placement technique. No further details. Additional information provided 10/25/2019: the surgeon was performing a repair with internal brace procedure. The fibula was prepped with the instrumentation from the ib kit. The patient had medium quality bone. An unplanned incision was made in order to retrieve the broken fragments. All fragments were recovered.

Manufacturer narrative:
Complaint confirmed, the anchor was found to be broken and thread damaged. Likely causes include improper bone prep, misaligned insertion, prying and/or leveraging the device during insertion.